Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 54 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer last changed his infusion set the night prior to the event. The customer was disconnected during priming. The customer stated that there is a ten unit bolus recorded in the history files that he does not remember programming. The customer was advised that he can lock the keypad to prevent unwanted boluses from accidently being delivered. Nothing further was reported.